Manufacturer narrative:
The customer reported the device failed to cardiovert during use which could prevent the delivery of therapy. No adverse patient impact was reported. On 3/24/08, the unit was evaluated at philips. The symptom could not be duplicated. The device passed all testing, no related errors in the system log were noted. The available information is consistent with a user issue related to external monitoring of the ECG waveform using an unvalidated sync cable and no malfunction.

Event description:
The customer reported the device failed to cardiovert during use which could prevent the delivery of therapy. No adverse patient impact was reported.